Event description:
(B)(6) in tech states the provider alleged when the chair is given a drive command the chair will not stop driving until someone has turned off the display. Provider disconnected, no further information is provided.